Event description:
It was reported that the pace/sense coil of the right ventricular lead was capped due to poor sensing. A new lead was placed in the rv for pacing and sensing, and the high voltage coil of the 6947 lead remains active. No patient complications have been reported as a result of this event. The device was returned to the manufacturer after being explanted and replaced due to normal battery depletion. The device subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.